Event description:
Some open circuits found during reprogramming. Impedances greater than 4000 ohms were read. The hcp was able to fine tune the device and maintain good stimulation for the pt. Current impedance measurements were normal.